Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and touch screen. System operates as intended. (B)(4).

Event description:
Customer reported poor image quality. No patient injury was reported.